Event description:
While attempting to monitor a patient the device inappropriately shurt down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.